Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter in tube with the incident lot was observed. It appears that in one case a tube had been broken and part of it had found its way into the complaint tube before assembly. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter was found in the bd vacutainer® sst¿ ii advance plus blood collection tube during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2019, during use this batch, the customer found 1ea tube has fm in the tube, seem like the same material as the vessel wall."